Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was attributed to a faulty patient circuit (dr) board. The age of the circuit board and stress that is caused by heat and humidity have likely affected its performance over time and contributed to this equipment breaking down. It appears that this device hasn¿t received regular maintenance as requested by the manufacturer¿s recommendations. Consequently, it was recommended that a field technician visit the customer to warn him about the greater risks in the lack of proper regular maintenance causing devices to fail. The device can be repaired by exchange of the pc-board upcv19dr2c cv-190 (ref. Rl798100), and a necessary upgrade of the current software version 3.01 to version 4.10. It was surmised that the failure listed above is a wear-related issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. In addition, model and serial number was not present on the monitor. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.